Event description:
The following information was provided: revision surgery of a left total knee. The index case was with manual instruments. The patient presented recently with clicking in his knee and pain. It was discovered during surgery that the ps post had broken off of the insert. This insert was removed and a ts insert was placed. It was decided to use a ts insert for the added stability of the metal post in the insert. No further information is available from the doctor or hospital.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.